Event description:
The laparoscopic stryker suction irrigator began leaking once hooked up to fluid, without any buttons being pushed, that should be required for operation. Manufacturer response for apparatus, suction, operating-room, wall vacuum powered, strykeflow (per site reporter). Waiting for their response.